Manufacturer narrative:
Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented with low flows. There was thrombus in the pump. The pump was deactivated and remained in place. The patient was under monitoring.

Event description:
The patient had elevated lactate dehydrogenase (ldh). There was no hemolysis or systemic embolization. Imaging was performed and suggested possible thrombus within the pump. There were no changes to patient condition or anticoagulation status that may have contributed. There were no recent changes to pump parameters.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarm could not be determined as there were no log files available for review. Additionally, a direct correlation with heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported suspected thrombus and elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including thromboembolic events and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, it addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.